Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative (rep) regarding a patient receiving an unknown intrathecal medication via an implanted pump. It was reported the patient¿s previous pump system was removed because it got infected. No further complications were reported.